Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) involved with this complaint to perform failure analysis (fa). Fa was not able to reproduce the reported complaint. The unit was placed on an in-house system. The unit energized and cauterized all ports and recognized instruments. Error log confirms error being displayed more than once.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse called at the end of the surgery to report that they had issue with the integrated electrosurgical generator unit (iesu). The m-10 errors occurred when the surgeon activated bipolar energy alone. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the log files, but the system was not connected to the network. The customer had replaced the cautery cable twice and power cycled the iesu, but the issue was not resolved. The nurse confirmed that nothing was pressing the external foot pedal. Due to the persistent error, the surgeon shut down the iesu and finished the surgery with an external force triad generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the isi product. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.